Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. The lot number is unknown therefore a batch review was not performed. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with (B)(4), the patient explained she did not perform therapy last night because she lost the cap that goes on the patient line. (B)(4) had the patient turn the homechoice (hc) on, which displayed "power restored/dwell 1 of 4". (B)(4) then assisted the patient in ending therapy. The patient stated all the clamps were closed and (B)(4) then helped getting the set out. Product surveillance (ps) contacted the patient who explained the cap may have fallen off in the shower. The patient stated she did not connect to the hc after realizing the cap was missing. The patient stated she already notified her dialysis nurse of the event. The patient stated she was able to continue therapy without any complications. No injury or medical intervention was reported.